Event description:
The customer reported the presence of a black main screen while using the visera 4k uhd camera control unit. There was no patient harm associated with the event. The device was returned and evaluated, and the screen was found to be black after being powered on (without any signs of visible damage). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The screen was found to be black after being powered on (without any signs of visible damage); this was due to a faulty touch panel. The part was replaced as necessary. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h4, h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation error codes were caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.